Event description:
It was reported a patient's lead presented with oversensing noise, causing pauses. No changes were reported. The patient felt poorly but no there were no adverse patient effects.

Manufacturer narrative:
Medwatch report number: mw5147293.